Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump displayed 0 units unexpectedly. The customer's blood glucose level was 237 mg/dl. Reportedly, the customer received an empty cartridge alarm. The customer could not recall the events surrounding the alarm, and was uncertain if the alarm had been declared appropriately. Tandem technical support educated the customer that the empty cartridge alarm declares when the cartridge is empty and the customer acknowledged.